Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 1334606 for does not attach/detach. This is the 1st related complaint for does not attach on lot # 1334606 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g the needle would not attach. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the consumer state, pen needles will not attach to pen and the needle is either long or short. Consumer state, pen needles will not attach to pen. The customer wants to report that the needle is not attaching to the pen. It is either too loose or too tight!

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary: customer returned (3) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported that the pen needles will not attach to the pen. The samples were examined, and it was observed that all 3 featured a bent non-patient end (npe) cannula. The bent npe cannulas would prevent the user from properly attaching the pen needles to a pen injector. No evidence of manufacturing defect was observed. Since all 3 samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles.

Event description:
It was reported while using bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g the needle would not attach. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the consumer state, pen needles will not attach to pen and the needle is either long or short. Consumer state, pen needles will not attach to pen. The customer wants to report that the needle is not attaching to the pen. It is either too loose or too tight!